Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a (B)(6) and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 430 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, dizziness and aches. The patient administered a bolus, drank water and administered manual insulin via injections. In addition the patient applied a new pod. Once at the hospital the patient waited 4 hours to be seen. The patient had blood panels and a urine analysis was completed. The patient was diagnosed with hyperglycemia, low sodium and low chloride, without trace ketones. The patient was released from the hospital the same day as the event.

Manufacturer narrative:
The device was received fully deployed. No hazard alarms, timeouts, or drive stalls were observed in the download data that would indicate a struggle to deliver insulin. Investigation found no damages or defects that would result in the device failing to deliver insulin.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 430 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, dizziness and aches. The patient administered a bolus, drank water and administered manual insulin via injections. In addition the patient applied a new pod. Once at the hospital the patient waited 4 hours to be seen. The patient had blood panels and a urine analysis was completed. The patient was diagnosed with hyperglycemia, low sodium and low chloride, without trace ketones. The patient was released from the hospital the same day as the event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a (B)(6) and put through simulated use testing including communicating with the (B)(6), deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.